Event description:
Complaint received as follows: the patient suffered from a sputtering rectal arterial bleeding. Dr. (B)(6) stated that the patient had a craniocerebral injury. He did not receive any anticoagulative therapy. Dr. (B)(6) stated that he reported the event to (B)(4) as well. The event occurred after 2 weeks of use of flexi-seal. It has been inserted after thoroughly inspection of the rectum. The patient had to be transferred to an emergency hospital (B)(6) via helicopter and had to be treated endoscopically and with transfusions. Dr. (B)(6) stated that the patient recovered from the bleeding already. From a clinical perspective, 'patient with severe craniocerebral injury and alcohol intoxication, admission on (B)(6) 2012. Insertion of the faecal management system on (B)(6). Patient was analgesic sedated continually and ventilated in controlled manner. In the night from (B)(6) light red bleeding in the perianal area with decline of hemoglobin and effect on circulation. Transport to the (B)(6) hospital, there endoscopic diagnosis of ulcer with shooting arterial bleeding in rectum ampulla. Therapy via clip and injection of fibrin, transfusion. In the afternoon of (B)(6) retransfer to us. Further development was inconspicuous, at present no long-term consequences stable.'

Manufacturer narrative:
Fms was inserted for diarrhea possibly caused by tube feeding. Patient was on admission for chronic alcoholism and had no other co morbidities. He was bed-ridden and was on prophylactic enoxaparin. He had a small anal fissure before use of flexi-seal and prior to insertion, inspection and a digital rectal exam were carried out. Rectal bleeding was noticed (B)(6), described as 'massive'. Colonoscopy revealed arterial bleeding proximal to the anal sphincter and an incidental finding of diverticulosis in the sigmoid colon. Bleeding required clipping, injection with adrenaline and fibrin glue to control. He was also transfused with four packs of concentrates of erythrocytes and 2 ffp [fresh frozen plasma] as well as 1000 ie ppsb [prothrombin complex concentrate]. He is currently stable at a neurological early rehab programme. (B)(4).